Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower door 4 failed intermittently. A field service engineer had removed the center column from the tower and found that the latches were already greased. The harness was disconnected from the control, controller, and board, the connections were cleaned and then reconnected. The center column was then returned to the tower. To test the repair, the user successfully recovered all four doors and confirmed that tower door four was functioning normally after the service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door four had failing intermittently. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.